Manufacturer narrative:
(B)(4) isi has received the instrument involved with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint that the instrument's tip was broken off. A visual inspection of the permanent cautery spatula instrument found the instrument's spatula broken off. A piece measuring approximately 0.148 was found to be broken off and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. No other instrument damage was found. (B)(4) - the csr also provided two photographs of the instrument involved with the reported event. One photograph showed an image of the instrument's housing which did not show any evidence of damage. The second photograph showed an image of the distal end of the instrument with evidence of a broken tip. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the tip of the permanent cautery spatula instrument allegedly broke off and fell inside the patient. Although an instrument fragment was found on an ovary specimen, the surgeon claimed that half of the instrument fragment was unaccounted for. Therefore, the location of the remaining instrument fragment is unknown. It is unclear if the remaining instrument fragment was retained inside the patient. However, there is no evidence that a malfunction of the instrument occurred since the instrument damage found by fa can be attributed to user misuse/mishandling.

Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy procedure, the tip of the permanent cautery spatula instrument broke off and fell inside the patient. The initial reporter indicated that the surgical staff was unsure if all of the instrument fragments were retrieved. On 07/31/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: during the surgical procedure, the surgeon noticed at one point that the permanent cautery spatula instrument was not burning well. While inspecting the permanent cautery spatula instrument, the surgical staff noticed that the tip of the instrument was missing. The csr indicated that within the site's safety report, the surgeon reportedly used the instrument as intended and no force was used against the instrument. Due to the patient's large size, the surgical staff was unable to perform an x-ray intra-operatively to search for missing instrument fragments. The surgical staff looked for any instrument fragments and even inspected the suction canister. No instrument fragments were found. The surgical staff then replaced the permanent cautery spatula instrument and the surgical procedure was completed successfully. According to the csr, the site informed her that the patient did not experience any intra-operative or post-operative complications. A post-operative x-ray was performed and a 3 mm radiosense piece was identified by the patient's left sacrum. The csr indicated that the site made the decision not to retrieve the possible instrument fragment found during the x-ray due to the size of the patient and the small size of the fragment. On 07/31/2017, isi also contacted the surgeon and obtained the following information regarding the reported event: the pathologist informed him that a 2 mm instrument fragment was found on the specimen. The surgeon requested for the 2 mm instrument fragment to be sent to him so that he could confirm that the entire instrument fragment was intact. On 08/08/2017, the site's or director informed the csr that the surgeon inspected the instrument fragment retrieved from the ovary specimen. The surgeon claimed that only half of the instrument fragment was found and the other half is unaccounted for.